Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an intervention of the superficial femoral artery (safari procedure), the advance micro ¿ 14 ultra low-profile pta balloon catheter was found to be leaking from the strain relief. The advance micro ¿ 14 ultra low-profile pta balloon catheter was inserted into the unspecified pedal access site and delivered in the minimally calcified anterior tibial artery. There was no angulation. The balloon was not able to achieve nominal inflation pressure. It was removed and a different sized advance micro ¿ 14 ultra low-profile pta balloon catheter was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, drawing, manufacturing instructions, quality control, trends, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a leak, which was noted in the hub of the device, at the proximal glue port. Glue was present at the port, but the glue was slightly separated from itself; this defect was the source of the observed leak. . Additionally, document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed the lot was released meeting all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was determined to be related to the device manufacturing process. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.